Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that on (B)(6) 2013 the patient had gone to the emergency room (ER) for elevated blood glucose (bg). The patient¿s bg prior to going to the ER was reportedly ¿hi¿ (>600mg/dl) and the patient had an unsteady gait and had passed out. Multiple boluses were reportedly given to bring bg down. Upon arrival at the ER, the patient¿s bg was reportedly 505mg/dl. The reporter did not provide details about the patient¿s treatment at the ER, but stated that the patient¿s bg was addressed and the patient as discharged from the ER with bg of 268mg/dl. The reporter stated that the patient¿s bg remained around 200mg/dl but at the time of the call to animas the patient¿s bg was up to 380mg/dl. The reporter denied any signs or symptoms of hyperglycemia and noted that the patient¿s bg was being treated with correction boluses. Customer technical support (cts) reviewed the pump with the reporter and it was discovered that the time was off by 12 hours, reading am instead of pm, and the date was off by a day, reading (B)(6) 2013 instead of (B)(6) 2013. A review of the basal settings indicated that the patient gets a higher basal rate overnight as compared with the daytime setting. During troubleshooting, the reporter intentionally rebooted the pump and confirmed that the time and date held properly. The reporter stated that the time/date issue was likely an inadvertent programming error by the patient. There was no pump defect found upon troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention related to use error while using insulin pump therapy.